Manufacturer narrative:
A supplemental MDR is being submitted to correct the report of a liner tear. It was not observed during initial testing. The following sections have been added: b4, b5, g3, g6, h2, h3, h6, h11. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via left transfemoral access, before insertion of the 16f esheath+, a 9.0mm shockwave balloon was used within the stent in the left iliac with multiple inflations at 4-6atms. The esheath+ was then inserted with no issues. Rotaglide was used to fill the lumen of the esheath+ before valve and delivery system insertion. Everything was moving smoothly; the tip and the balloon exited the esheath+, however at that point, the valve felt "stuck". The operator pulled back a few mm, rotated the delivery system a small amount and then pushed forward. Again, it did "have some resistance but was able to push through". The valve implant was completed successfully with no injuries. The esheath+ was removed and the percloses were sealed. The patient was stable with plans to be discharged. After removal of the devices, it was noted that the tip of esheath+ was torn distal to the marker band and seam was split from the tip. All pieces were removed from the patient with no harm or injury. The components were not separated from the sheath. Per the pre-decontamination testing, the liner tear that was initially reported was not observed.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As the device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing was performed. No imagery was provided. The returned device was visually examined, and the following was observed: liner fully expanded as designed. Distal tip torn axially and radially along distal liner edge. Hdpe stretching along tears; soft tip damage/stretching. All score lines present. Strain relief torn for approximately 0.5' in length starting from distal hub. Engineering removed strain relief and observed no damage on sheath shaft. Partial liner delamination and bunched for approximately 1' in length starting from distal tip. Multiple deep scratches along entire sheath shaft. C-marker present. No liner tear observed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors'such as challenging anatomy (i.e. Calcification)'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Although no 3mensio imagery was provided, scratches observed on distal sheath shaft/tip, suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via left transfemoral access, before insertion of the 16f esheath+, a 9.0mm shockwave balloon was used within the stent in the left iliac with multiple inflations at 4-6atms. The esheath+ was then inserted with no issues. Rotaglide was used to fill the lumen of the esheath+ before valve and delivery system insertion. Everything was moving smoothly; the tip and the balloon exited the esheath+, however at that point, the valve felt "stuck". The operator pulled back a few mm, rotated the delivery system a small amount and then pushed forward. Again, it did "have some resistance but was able to push through". The valve implant was completed successfully with no injuries. The esheath+ was removed and the percloses were sealed. The patient was stable with plans to be discharged. After removal of the devices, it was noted that the tip of esheath+ was torn distal to the marker band and seam was split from the tip. All pieces were removed from the patient with no harm or injury. The components were not separated from the sheath.